Event description:
Information was received indicating that during testing of a smiths medical cadd-legacy® 6400 pump failed accuracy by -6.95. There were no reported adverse effects.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400. Report failed accuracy -6.95 % was verified as the problem was duplicated results +5.65%, +4.30%, and +4.00%were all within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. These measurements are all above the limit but the customer stated the accuracy failed -6.95%, a difference of approximately 12%. This was isolated to expulsor out of calibration. Device over all physical condition was in good shape. Event log to not verify complaint, however testing was duplicated. Action taken to replace the expulsor and calibrate device. The device then passed all delivery and functional testing when serviced completed.